Event description:
It was reported that the (B)(4) power chair motor is just running but will not move. The dealer states that the patient had to call 911 because when the motor stopped working he was tilted and was not able to get out of the chair. The patient was not injured.